Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
Attempted to remove screw as it was proud and patient claimed it was irritating her. Screw was not removed but head burred down. Screw had been in for approx 4 years.